Event description:
It was reported that the lead had high impedance, failure to sense and no capture due to a confirmed lead fracture. The lead was electrically abandoned. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacture date of the lead was not able to be obtained via global factory works. If information is later obtained a supplemental report will be submitted. (B)(4).